Manufacturer narrative:
H6 - device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the pt was experiencing withdrawal symptoms. Telemetry did not indicate that the pump was eol or that the pump was alarming. The hcp "believes was rotor stall" and replaced the pump. A follow up report will be sent when additional information is received.